Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. However, grommet damage, cause unknown, was observed. The setscrew was found disengaged and sideways underneath the grommet.

Event description:
It was reported that the physician could not connect the right ventricle pace/sense portion of the lead to the device header. A setscrew issue was noted. The device was explanted and replaced. A "chronic lead problem" was reported on the lead. Follow-up attempts to obtain further details were unsuccessful. The lead was replaced. No patient complications have been reported as a result of this event.